Manufacturer narrative:
The device was received for evaluation. Functional testing was performed. During evaluation, the device turns off while being handled. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as powers off without user input. The cause was identified to be corrosion on the battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device would turn off and on when handling the battery . No additional information is available.